Event description:
The lag screw would not fit with the lag screw handle. Another lag screw was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.